Event description:
It was reported that the balloon ruptured. A 10mmx4.00mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the balloon ruptured at 5atm. The device was removed from the patient successfully, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.